Event description:
Hosp advised this occurred during transport of a transplant pt. Pt was critical. During transport this device alarmed loudly, for "quite some time," displayed system error, then shut down. There was no pt consequence and no medical intervention required.